Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of hi (greater than 600 mg/dl) back to back with a result of 167 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated that he gave the customer 15 units of humulin 70/30 based on the hi result. Reporter stated that about 3 hours later another comparative test of 401 mg/dl was performed back to back with the results of 217 mg/dl and 526 mg/dl within 10 minutes on the same system. Reporter did not indicate that the customer was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.